Manufacturer narrative:
Batch review performed on 04 march 2026. Lot 2415426: (B)(4) items manufactured and released on 05-aug-2024. Expiration date: 2029-jul-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision surgery due to infection 1 month after the primary surgery. The surgeon performed a washout, I&d and revised the 20mm s2 semiconstrained insert to a same size insert. The surgery was completed successfully.